Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic abscess ('postoperative pelvic abscess') and abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 25473q-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cholecystitis, dyskinesia, nausea, bloating, back pain, chronic cholecystitis, total hip replacement, cystitis interstitial, cervical dysplasia, phlebitis, knee pain, dysmenorrhea, hypertension, anemia, ovarian cyst, human immunodeficiency virus 1 test positive, abdominal pain lower, adnexa uteri cyst, cystitis interstitial, diverticular disease, pelvic abscess, hip surgery, avascular necrosis, pain legs, tonsillectomy, adenoidectomy, urethral dilation procedure, cervical dysplasia and breast calcifications. On (B)(6) 2011: patient underwent transabdominal and transvaginal pelvic ultrasound. Impression normal uterus containing small cysts. 2. 8mm diameter left ovarian cyst. 3. Nmmaj right ovary. She underwent a pelvic ultrasound, which showed an enlarged right ovary . She underwent a pelvic ultrasound which showed an enlarged right ovary that had no obvious blood flow. On (B)(6) 2011: patient underwent bilateral digital screening mammogram with clinical- routine screening. Concurrent conditions included ovarian enlargement, flank pain, cystitis, urinary tract infection, knee pain, urethral stenosis, biliary dyskinesia, cough, chest pain, burning micturition, gastroesophageal reflux disease, bleeding genital, hiv positive, painful urination, adnexal mass, painful periods and incontinence. Concomitant products included ibuprofen and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), vaginal discharge ("vag. Discharge"), cystitis ("cystitis") and infection ("infection"). The patient was treated with surgery (abdominal hysterectomy - (B)(6) 2011,bilateral salpingo-oophorectomy - (B)(6) 2011 and drained by CT guided technique). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic abscess, abdominal pain, dysmenorrhoea, anaemia, vaginal discharge, cystitis and infection outcome was unknown. The reporter considered abdominal pain, anaemia, cystitis, dysmenorrhoea, infection, pelvic abscess, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 (as per ppf) and date(s) of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: impression: para status post cholecystectomy. Vciy small hiatal hernia. Possible constipation. Hysterosalpingogram - on (B)(6) 2010: impression: result: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter's information was added. Event abdominal pain, dysmenorrhea(cramping), vag. Discharge, cystitis, infection added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('postoperative pelvic abscess') in an adult female patient who had essure (ess205) (batch no. 25473q-not valid) inserted for female sterilisation. The patient's medical history included abdominal pain, cholecystitis, dyskinesia, nausea, bloating, back pain, chronic cholecystitis, total hip replacement, cystitis interstitial, cervical dysplasia, phlebitis, knee pain, dysmenorrhea, hypertension, anemia, ovarian cyst, human immunodeficiency virus 1 test positive, abdominal pain lower, adnexa uteri cyst, cystitis interstitial, diverticular disease, pelvic abscess, hip surgery, avascular necrosis, pain legs, tonsillectomy, adenoidectomy, urethral dilation procedure, cervical dysplasia and breast calcifications. On (B)(6) 2011: patient underwent transabdominal and transvaginal pelvic ultrasound. Impression- normal uterus containing small cysts. 2. 8mm diameter left ovarian cyst. 3. Nmmaj right ovary. She underwent a pelvic ultrasound, which showed an enlarged right ovary . She underwent a pelvic ultrasound which showed an enlarged right ovary that had no obvious blood flow. On (B)(6) 2011: patient underwent bilateral digital screening mammogram with clinical- routine screening. Concurrent conditions included ovarian enlargement, flank pain, cystitis, urinary tract infection, knee pain, urethral stenosis, biliary dyskinesia, cough, chest pain, burning micturition, gastroesophageal reflux disease, bleeding genital, hiv positive, painful urination, adnexal mass, painful periods and incontinence. Concomitant products included ibuprofen and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy - (B)(6) 2011,bilateral salpingo-oophorectomy - (B)(6) 2011 and drained by CT guided technique). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: impression: para status post cholecystectomy. Vciy small hiatal hernia. Possible constipation. Hysterosalpingogram - on (B)(6) 2010: impression: evidence of passage of contrast through the fallopian tubes demonstrated. Most recent follow-up information incorporated above includes: on 21-sep-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic abscess ('postoperative pelvic abscess'), pelvic infection ('infection, full), infection (other) describe: pelvic') and abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 25473q-inv 12381250, 827314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cholecystitis, dyskinesia, nausea, bloating, back pain, chronic cholecystitis, total hip replacement, cystitis interstitial, cervical dysplasia, phlebitis, knee pain, dysmenorrhea, hypertension, anemia, ovarian cyst, human immunodeficiency virus 1 test positive, abdominal pain lower, adnexa uteri cyst, cystitis interstitial, diverticular disease, pelvic abscess, hip surgery, avascular necrosis, pain legs, tonsillectomy, adenoidectomy, urethral dilation procedure, cervical dysplasia and breast calcifications. On (B)(6) 2011: patient underwent transabdominal and transvaginal pelvic ultrasound. Impression- normal uterus containing small cysts. 2. 8mm diameter left ovarian cyst. 3. Nmmaj right ovary. She underwent a pelvic ultrasound, which showed an enlarged right ovary . She underwent a pelvic ultrasound which showed an enlarged right ovary that had no obvious blood flow. On (B)(6) 2011: patient underwent bilateral digital screening mammogram with clinical- routine screening. Concurrent conditions included ovarian enlargement, flank pain, cystitis, urinary tract infection, knee pain, urethral stenosis, biliary dyskinesia, cough, chest pain, burning micturition, gastroesophageal reflux disease, bleeding genital, hiv positive, painful urination, adnexal mass, painful periods and incontinence. Concomitant products included ibuprofen and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), vaginal discharge ("vag. Discharge"), cystitis ("cystitis"), abscess ("abscess"), cystitis interstitial ("interstitial cystitis"), urinary tract disorder ("urinary tract symptoms"), urethral stenosis ("urethral stenosis") and back pain ("back pain"). The patient was treated with surgery (abdominal hysterectomy - (B)(6) 2011,bilateral salpingo-oophorectomy (B)(6) 2011, tah and drained by CT guided technique). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic abscess, pelvic infection, abdominal pain, dysmenorrhoea, anaemia, vaginal discharge, cystitis, abscess, cystitis interstitial, urinary tract disorder, urethral stenosis and back pain outcome was unknown. The reporter considered abdominal pain, abscess, anaemia, back pain, cystitis, cystitis interstitial, dysmenorrhoea, pelvic abscess, pelvic infection, pelvic pain, urethral stenosis, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrapancy noted for date(s) of insertion: (B)(6) 2009, (B)(6) 2009 (as per ppf), (B)(6) 2009 and date(s) of removal: (B)(6) 2011, (B)(6) 2016, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: impression: para status post cholecystectomy. Vciy small hiatal hernia. Possible constipation. Hysterosalpingogram - on (B)(6) 2010: impression: result: bilateral occlusion. Lot # 25473q-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received new lot no was added. New event added back pain, interstitial cystitis,urinary tract symptoms, urethral stenosis, and infection event updated to pelvic infection. 7th& 8th follow up process together. On 15-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('postoperative pelvic abscess') in an adult female patient who had essure (ess205) (batch no. 25473q) inserted for female sterilisation. The patient's medical history included abdominal pain, cholecystitis, dyskinesia, nausea, bloating, back pain, chronic cholecystitis, total hip replacement, cystitis interstitial, cervical dysplasia, phlebitis, knee pain, dysmenorrhea, hypertension, anemia, ovarian cyst, human immunodeficiency virus 1 test positive, abdominal pain lower, adnexa uteri cyst, cystitis interstitial, diverticular disease, pelvic abscess, hip surgery, avascular necrosis, pain legs, tonsillectomy, adenoidectomy, urethral dilation procedure, cervical dysplasia and breast calcifications. On (B)(6) 2011: patient underwent transabdominal and transvaginal pelvic ultrasound. Impression- normal uterus containing small cysts. 2. 8mm diameter left ovarian cyst. 3. Nmmaj right ovary. She underwent a pelvic ultrasound, which showed an enlarged right ovary . She underwent a pelvic ultrasound which showed an enlarged right ovary that had no obvious blood flow. On (B)(6) 2011: patient underwent bilateral digital screening mammogram with clinical- routine screening. Concurrent conditions included ovarian enlargement, flank pain, cystitis, urinary tract infection, knee pain, urethral stenosis, biliary dyskinesia, cough, chest pain, burning micturition, gastroesophageal reflux disease, bleeding genital, hiv positive, painful urination, adnexal mass, painful periods and incontinence. Concomitant products included ibuprofen and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy - (B)(6)2011,bilateral salpingo-oophorectomy - (B)(6) 2011 and drained by CT guided technique). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: impression: para status post cholecystectomy. Vciy small hiatal hernia. Possible constipation. Hysterosalpingogram - on (B)(6) 2010: impression: evidence of passage of contrast through the fallopian tubes demonstrated. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Lot number was added. Lab data, concomitant drugs, conditions, historical conditions and reporter's information were added. Event pelvic abscess added. Removal details updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic abscess ('postoperative pelvic abscess') and abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 25473q-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cholecystitis, dyskinesia, nausea, bloating, back pain, chronic cholecystitis, total hip replacement, cystitis interstitial, cervical dysplasia, phlebitis, knee pain, dysmenorrhea, hypertension, anemia, ovarian cyst, human immunodeficiency virus 1 test positive, abdominal pain lower, adnexa uteri cyst, cystitis interstitial, diverticular disease, pelvic abscess, hip surgery, avascular necrosis, pain legs, tonsillectomy, adenoidectomy, urethral dilation procedure, cervical dysplasia and breast calcifications. On (B)(6) 2011: patient underwent transabdominal and transvaginal pelvic ultrasound. Impression- normal uterus containing small cysts. 2. 8mm diameter left ovarian cyst. 3. Nmmaj right ovary. She underwent a pelvic ultrasound, which showed an enlarged right ovary . She underwent a pelvic ultrasound which showed an enlarged right ovary that had no obvious blood flow. On (B)(6) 2011: patient underwent bilateral digital screening mammogram with clinical- routine screening. Concurrent conditions included ovarian enlargement, flank pain, cystitis, urinary tract infection, knee pain, urethral stenosis, biliary dyskinesia, cough, chest pain, burning micturition, gastroesophageal reflux disease, bleeding genital, hiv positive, painful urination, adnexal mass, painful periods and incontinence. Concomitant products included ibuprofen and lisinopril. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), anemia ("anemia"), vaginal discharge ("vag. Discharge"), cystitis ("cystitis"), infection ("infection") and abscess ("abscess"). The patient was treated with surgery (abdominal hysterectomy - (B)(6) 2011,bilateral salpingo-oophorectomy - (B)(6) 2011 and drained by CT guided technique). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic abscess, abdominal pain, dysmenorrhoea, anemia, vaginal discharge, cystitis, infection and abscess outcome was unknown. The reporter considered abdominal pain, abscess, anemia, cystitis, dysmenorrhoea, infection, pelvic abscess, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 (as per ppf), (B)(6) 2009 and date(s) of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: impression: para status post cholecystectomy. Vciy small hiatal hernia. Possible constipation. Hysterosalpingogram - on (B)(6) 2010: impression: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received : new event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident:no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.